Event description:
It was reported through a company representative that a vns pt experienced asystole after device diagnostics during initial vns implant. The pt recovered spontaneously from the asystole and the surgeon tried to perform test stimulation and the event of asystole and bradycardia were present. The implant surgery was not continued and the device was explanted and returned to the manufacturer for analysis. Analysis of the returned lead indicated that other than typical implant/explant related observations, no anomalies were identified within the returned lead. At the moment, the returned generator remains under analysis. Good faith attempts to obtain additional information regarding the event have been unsuccessful to date.